Event description:
Surgeon informed after cuts were completed that there was notching of the anterior femur. No surgical delay. Case type / application: tka.

Manufacturer narrative:
Reported event: surgeon informed after cuts were completed that there was notching of the anterior femur. No surgical delay. Case type / application: tka. Method & results: product evaluation and results: performed pre-surgery check from guidance module with passing results. Checked the j6 motor & joint encoder glass scales using the micro-e encoder tuning software and found some low signal strength data points for both scales indicating dust or debris present on the scales. Thoroughly cleaned both scales and verified visually using a usb microscope and then using the micro-e software that the signals were within specification and the scales were clean. Performed preventive maintenance while onsite as detailed on separate and final pre-surgery from the guidance module to verify system functionality. System is ready for clinical use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows was inspected and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 219999, robot shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed to be potentially caused due to optoelectronics failure j6 motor & joint encoder glass scale. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon informed after cuts were completed that there was notching of the anterior femur. No surgical delay. Case type / application: tka.